Event description:
It was reported that the key for the holding sleeve broke during tightening with a pin wrench on (B)(6) 2015. The shanz screw also ended up stuck in the holding sleeve during the process. There was no surgical delay noted; the procedure was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
No patient information is available for reporting. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Without a lot number, a review of the device history records could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation: the wing nut of the fixation screw is broken off. The remaining threaded portion is blocked in the device. An unknown schanz screw is jammed in the holing sleeve. The wing nut of the fixation screw is broken off. The remaining threaded portion is blocked in the device. An unknown schanz screw is jammed in the holing sleeve. The device is etched with 993.001.374/(B)(4), which is an unknown part/lot number. The visual investigation shows that the hole in the wing nut is deformed, which points to the fact that the wing nut was over-tightened by using a rod. A final manufacturing conclusion of this device cannot be presented due to the condition of the product and the unknown article and lot number. A visual inspection, dimensional inspection, and drawing review were performed as part of this investigation. No product design or manufacturing issues or discrepancies were observed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.